Event description:
It was reported that the patient had the neurostimulator had "malfunctioned." It was noted that the device had "not worked" and was unable to recharge since approximately (B)(6) post implantation. When interrogated right before the replacement surgery, the company representative was unable to be read the device. The neurostimulator and the lead were both replaced. Following the replacement surgery, the patient was able to receive coverage for her back pain down to her toes, bilaterally. The patient recovered without sequelae. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.